Event description:
Additional information was received from the patient and it was reported that the cause of increase in bladder leakage since (B)(6) 2016 and lack of stimulation remains unknown. The patient also reported that their battery was dead and will be replaced on (B)(6) 2016.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that she had to wear a diaper again since 2015. She went to healthcare provider (hcp) a month ago for urinary tract infection (uti) and because she suspected something was wrong with the device. It was indicated that hcp reset programming. She had an increase in bladder leakage since aug 2016 and was gradually getting worse. She tried to connect with patient programmer on (B)(6) 2016 but only saw poor communication screen and she was up 3 times to change her panties. It was indicated that she was not feeling stim and therapy was not on. Patient stated she would contact her hcp to see who they were referring her to and have her implantable neurostimulator (ins) battery tested. She was not sure who her current hcp was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.